Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint 2091558 has been evaluated evaluated for the malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The batch 5257678 in question was manufactured at the reynosa site. Complaint investigations. The evaluation could not be completed, as the lot had surpassed its expiration date at the time of analysis. Consequently, testing was not feasible under standard quality procedures. Device history record (DHR) review: packing the lot 5257678 was manufactured according to the work instruction (wi) version 73 and packaging in the multivac 10, on 07/nov/2018, with a total of (B)(4) units. Gluing of tubing the lot 5258627 was manufactured according to the wi version 32 in the gluing of tubing in the machine sc05 & sc06, on 04/nov/2018, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jun/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 5257678 and no other complaint has been registered in database for the same lot 5257678 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm , DHR review revealed no anomalies or findings, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an infusion set tubing kinked event on (B)(6)2024 at the t-lock connector. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) for the treatment. Patient changed trusteel infusion set only and resumed insulin. No further information was available.